Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) blood entrainment occurred due to balloon rupture. Related balloon complaint: (B)(4).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) blood entrainment occurred due to balloon rupture.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. Blood was observed to be drawn inside the pim and to the front of the safety disk, so pim was replaced. After that, fse conducted all necessary operational checks and confirmed that it is functioning properly.

Event description:
It was reported that during patient use of cardiosave intra-aortic balloon pump (iabp), blood drawing by balloon rupture. There was no health hazard. Related balloon complaint, medwatch report# 2248146-2023-00575.